Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced three episodes of low blood glucose while using the ilet bionic pancreas, with the situation treated using oral glucose such as juice or glucose tablets. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that there were no findings available and that there was insufficient information to identify any device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.